Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. A) date : (B)(6) 2013, inratio meter = 2.5, reference = 3.70, mean = 3.10. Confidence limits = 1.8 - 4.2. B) date: (B)(6) 2013, inratio meter = 3.1, reference = 3.80, mean = 3.45. Confidence limits = 2.0 - 5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. In-house therapeutic donor testing has been performed on reported lot 310820 on (B)(6) 2013. Results as follows: inratio: donor (B)(6) 2.2, 2.2, 2.3, ref: 3.00, bias thresh: 2.00 - 4.00, %cv: 2.59; donor (B)(6), 2.9, 2.8, 3.2, 2.86, 1.86 - 3.86, 7.02. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. (B)(4). This issue will be subject to tracking and trending. No corrective action at this time as no product deficiency will be established.

Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 2.5, lab: 3.7. Time between testing was reported as 1 hour. Pt's therapeutic range is: 3.0 - 4.0.